Event description:
Obtaining results of 147 mg/dl, 103 mg/dl, 82 mg/dl, and 79 mg/dl on the same device within 2 minutes. Customer reports taking 23 units of nph instead of the normal 25 units based on the 79 mg/dl result. No adverse event reported and no treatment received.